Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the insulin pump has a crack in the upper right hand corner of the screen. Blood glucose value was 313 mg/dl. It was stated that the customer was in the hospital when noticing the damage. The hospitalization is not primarily diabetes related but diabetes is possibly the secondary reason. It is unknown how the damage occurred. It was stated that the customer is able to read the screen. It was advised to monitor the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.